Event description:
As reported for this event by the customer, the device was reprocessed in an automatic endoscope processor (aer) that was loaded with denatured alcohol with less than 92% ethyl alcohol content. The device was used in a diagnostic esophagoscopy procedure which was completed with no issues with the same device. There is no harm to the patient as a result of this event. There are total 16 scope events and three aers associated with the aers loaded with the denatured alcohol.

Manufacturer narrative:
There are 19 associated events where scopes were reprocessed with automatic endoscope processors (aer) that were loaded with denatured alcohol and were used in procedures. These include 16 scope events and three aers. They are captured in medwatches with patient identifiers as below: (B)(6) (oer-pro, sn (B)(4). (B)(6) (oer-pro, sn (B)(4). (B)(6) (oer-pro, sn (B)(4). (B)(6) (pcf-h190dl, sn (B)(4). (B)(6) (pcf-h190dl, sn (B)(4). (B)(6) (pcf-h190dl, sn (B)(4). (B)(6) (pcf-h190dl, sn (B)(4). (B)(6) (pcf-h190dl, sn (B)(4). (B)(6)(pcf-h190dl, sn (B)(4). (B)(6) (gif-hq190, sn (B)(4). First procedure: (B)(6) (gif-h190, (B)(4).) (B)(6) (gif-h190, sn (B)(4). (B)(6)(gif-h190, sn (B)(4). (B)(6) (pcf-h190dl, sn (B)(4). (B)(6) (gif-h190, sn (B)(4). (B)(6) (pcf-h190dl, sn (B)(4). (B)(6) (pcf-h190dl, sn (B)(4). (B)(6) (pcf-h190dl, sn (B)(4). (B)(6) (gif-hq190, sn 2b)(4).) Second procedure. This medwatch is for patient identifier (B)(6). The makeup of the denatured alcohol is listed below: ethyl alcohol, methyl alcohol, methyl isobutyl ketone , ethyl acetate, heptane (n-). The oer-pro devices that were loaded with the denatured alcohol though owned by the va medical center are being used in the lee county healthcare center which is an extension of the bay pines va healthcare system. Patient initials are (B)(6). The device is returned and an evaluation completed for it. Upon inspection and testing, there is no device issue found related to the reported incident. Other observations are: minor scratches and label illegible; cut on switch 1; low angulation in u direction with control knob play; distal end plastic cover has dents and scratches; objective lens has tiny edge chips; light guide (lg) lens has a crack; nozzle did not dry in 10 seconds; crack on distal end rubber coating glue; and minor scratches on insertion tube and lg tube. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
Corrected field - d9: the return date on the initial report (MFR# 8010047-2022-04890) is 21-february-2022. This date is incorrect. The correct return date is: 21-mar-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The investigation confirmed the reported event. Denatured alcohol was mistakenly used to reprocess the device. A review of the device history record found no deviations that could have caused or contributed to this problem. The investigation did not establish a root for the reported event. The occurrence of the reported event can be prevented by adhering to the instructions for use (IFU) for the gastrointestinal videoscope (gif-hq190) and reporocessor (oer-pro). Both ifus instruct the user to use the following medical-grade solution: ¿6 alcohol use medical-grade 70% ethyl or 70% isopropyl alcohol¿. Olympus will continue to monitor field performance for this device.